Manufacturer narrative:
(B)(4): evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the time and date was resetting to default with cartridge and battery changes. Customer support clarified with the patient and confirmed that the time and date were resetting during cartridge changes and the patient confirmed that only the rewind, load, and prime steps were performed but the pump was not rebooted. This report is made based on the allegation that the pump time and date reset to default during a routine cartridge change.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.